Manufacturer narrative:
Manufacturer reference number: (B)(4). Baxter's device evaluation is in progress. When complete, a supplemental report will be submitted.

Event description:
It was reported that a pump displayed door not fully latched messages. It was also reported that there was no patient involvement.